Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and failed mechanical and imaging modalities tests. Troubleshooting for the pc boot up problem determined it was an ias pc problem. It was also discovered that the system was having docking issues. The x-stage cover and the pc were replaced and this resolved the failures and the system was performing as intended. Codes 10, 4203 and 4307 are applicable to the computer replacement. Codes 10, 180 and 4307 are applicable to the x-stage cover replacement. The computer was returned and analyzed. The reported complaint was confirmed. The ias computer failed the bench test. The ias application failed to load. The system configuration file was missing or corrupted. Codes 10, 4203 and 4307 are applicable to this analysis. Section d information references the main component of the system. Other relevant device(s) are: computer bi30000554 o-arm 12v, lot number: rev. 2 : s/n 1676001 kit svc bi71000483 o1000 x-stage cover medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in initialing and the site was unable to boot the system fully. There was no patient involvement.